Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI; upn: m365sc2408560; model: sc-2408-56; serial: (B)(4); batch: 7072987/7075950.

Event description:
It was reported that the patient had a lot of itching at the ipg site with rash around both incision sites. The physician believed it was due to contact dermatitis. The patient was administered with antibiotic ointment.